Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses. The customer's blood glucose level was not impacted. The customer declined further troubleshooting from tandem technical support regarding the reported issue.